Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the glass cap was detached; the cap was not returned with the device. The metal cap exhibited debris adhesion on its surface, indicative of tissue contact. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. A forward firing test was performed and resulted in an output which was above the threshold for potential patient harm. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including glass cap detachment. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that the fiber is defective. The issue was found during the procedure they finished with another fiber. No patient complications were reported. After the device was evaluated, it was found that the glass cap detached, and the device was forward firing.